Event description:
Home patient reports completing apd therapy with the homechoice machine and noting that the cassette of the homechoice set in use was cracked on the side of the cassette opposite the tubing. Per patient, fluid was on the table and cassette and inside the door of the homechoice machine. Patient and rn report no injury or medical intervention as a result of incident.